Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer performed during installation of the device, the cardiosave intra-aortic balloon pump (iabp) unit failed the fill manifold test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Fse replaced fill manifold assembly. Fse installed cardiosave hybrid with purchased options and accessories. Device passed all functional and safety tests according to factory specification's. Device was given to customer and cleared for clinical use.the defective components were received for further investigation. Please refer to the root cause evaluation field for details.the failure analysis and testing dept. Received manifold with a reported unit failure of the fill manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the reservoir assembly in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part fails the fill manifold test with the valve differential pressure being out of spec. Possible root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is expected

Event description:
N/a